Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed two incoming functional tests. The incoming functional test failures were rerun and one passed but one failed. Intermittent operation and main printed circuit board out of specification were noted. Analysis further noted that the upper and lower cases were broken. The device was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection noted improper tactile feel of the "on" button, but operational. No other anomalies observed. Bench analysis revealed atypical active current drain. After a diode was replaced current drain was noted to be ok. The device then passed all functional testing. Conclusion: active current drain failure caused by a defective diode component.